Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back incident, balloon burst while on the patient. There was no patient harm reported.

Manufacturer narrative:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back incident. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse removed the covers to check the internal components for blood intrusion but could not find any evidence of blood in any of the internal components. The fse ran the iabp with a test balloon for 45 minutes without issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).